Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that multiple knives were not sharp during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Six opened knife samples with foam blade protectors were received correctly seated inside of trays for the report of not being sharp. The samples were visually inspected and were found to be conforming. The samples were tested for penetration and were all found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are seven additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming therefore, the complaint of not being sharp was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A high complaint rate for the reported lot was noted. An investigation has been completed and action has been implemented to reduce the frequency of complaints for dull knife blades. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).